Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 167mm from the catheter strain relief. Only the proximal end of device was returned for analysis. A visual and microscopic examination also identified kinks along the hypotube in the area of the break. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery (lad). Rotational atherectomy was performed in the lesion and then predilation was performed with an unspecified balloon. The physician attempted to cross the lad with three promus element stent delivery systems (sds); however, each sds was unable to cross the lesion. The physician advanced a fourth 2.50x12mm promus element sds to lesion; however, the physician felt resistance while advancing the sds and the shaft broke on the distal one-third of the device. It was noted that all pieces of the device were successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is fine. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery (lad). Rotational atherectomy was performed in the lesion and then predilation was performed with an unspecified balloon. The physician attempted to cross the lad with three promus element stent delivery systems (sds); however, each sds was unable to cross the lesion. The physician advanced a fourth 2.50x12mm promus element sds to lesion; however, the physician felt resistance while advancing the sds and the shaft broke on the distal one-third of the device. It was noted that all pieces of the device were successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).